Manufacturer narrative:
(B) (4) - lens, decentration of.- results - a lens work order search was performed and no similar complaints were found within the work order. (B) (4)

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B) (6) 2009. The lens de-centered in the eye. The lens is going to be explanted. Surgery date is pending. Further information has been requested, but none has been forthcoming. The lens remains implanted.